Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No sample was returned. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported glare making night driving difficult. Additional information has been requested.